Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and a foreign object was found inside the barrel of the syringe in the fluid path. The complaint is confirmed. The root cause is unknown. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Corrective actions are in process.

Event description:
A foreign object was found inside the fluid path of a non-sterile syringe. This was discovered during the distributors incoming inspection. The device was not sent to a user facility.